Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 95mm diameter thoracic aortic aneurysm. The neck was 34x35.8, 34x32.2, 29.3x29.8, 36.7x29mm in diameter from proximal to distal. It was reported that at the time of implant, the patient had two-debranching procedures in addition to the thoracic endovascular aneurysm repair procedure. As the treated aneurysm started to enlarge after the procedure, a type ia or ii endoleak was suspected. 7 days post index, a type ia endoleak was diagnosed as a result of angiography. Although no patient injury has been reported so far, intervention may be planned for the repair of the aneurysm, which has grown 1cm or greater. Because the patient had two-debranching procedures, common devices are unable to secure the proximal landing zone. The physician will consider possible methods and devices for intervention. The physician stated that the cause of the event cannot be determined. No clinical sequelae were reported and the patient is being monitored by their physician.